Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 10/1/2024. The device was returned to olympus for inspection, and the reportable malfunction of coating peeling of the scope where the metal was exposed was confirmed. Based on the results of the investigation, the probable cause could not be determined and the root cause could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the black coating material of the videoscope was peeling off. This occurred during reprocessing. There were no reports of patient harm or injury.